Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
The nurse reported that during an intraocular lens (iol) implant procedure, the lens had broken and was not implanted into the patient's eye. There was no patient contact. Additional information has been requested. There are additional medical device reports linked to this file. This particular report corresponds to file 2 of 2.